Event description:
The customer reported that the system would not go up or down. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply. No pt injury was reported.